Event description:
A review of svc data detected a reportable event. During servicing, battery charger/modem sn (B)(4) had a defective connector on the power brick. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon receipt the power brick connector was defective. The root cause for the defective power supply brick connector could not be positively identified but is likely physical abuse. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.